Event description:
Several IV starts with autoguard attempted blood would not fill chamber while in vein. Tried this product on patients with adequate size veins by nurses who were proficient. Two days tried product on several patients same results.